Event description:
The account alleged when the bed exit alarms there is no sound from the piezo but does send nurse call.

Manufacturer narrative:
The account found the bed exit board is not producing sound. The account replaced the bed exit pcb to resolve the issue.